Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed the reported issue could not be replicated; the instrument passed all in-house evaluations including recognition, engagement, full range of motion, proper grip function, grip test, energy delivery testing, and electrical continuity testing. Additionally, instrument showed a frayed grip cable at the idler pulleys with some broken wires, though not fully severed, and no signs of discoloration, corrosion, or reprocessing-related contamination. Inspection revealed no sharp or damaged components that could have caused the cable damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaw couldn't be opened. When it was taken out, it was confirmed that there was a clamp joint dislocation. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tissue entrapment occurred when the instrument¿s jaws became stuck closed during grasping of a lymph node and could not be released intraoperatively by the surgeon or operating room (or) staff. To remove the instrument and release the tissue, it was extracted along with the cannula, revealing a clamp joint dislocation and broken jaw. No instrument collision was reported, and it was unclear if the strong grip mode was engaged at the time. The procedure was continued with a backup instrument, and there was no further reported impact to the patient as a result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.